Manufacturer narrative:
(B)(4). The full disposable set was received. There was a failure to fully load the lower bearings. The lower bearing was misloaded so that the bottom of the lower hex sleeve was loaded in the lower bearing holder. The lower hex sleeve was twisted below the hex. There was a large tear through the lower hex sleeve, 4.5 cm below the hex. The lower bearing was damaged, but still connected to the lower hex sleeve. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
This report is being filed in response to the customer's filing of an sae report. An alarm detected a leak in the centrifuge within the first three minutes of an mnc procedure. The procedure was stopped and the pt was disconnected. A rupture was noticed on the braided section of the tubing. No medical intervention was necessary regarding this incident. The pt's info is not known at this time.